Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The estimated battery longevity shows 1.5 years remaining and is at 166% usage. Review of the pdf files by technical services indicates that the rv output is high, with 90% biventricular pacing, which would explain the observed high-power consumption of 166% compared to nominal programming. A copy of device memory was requested for further assessment of battery performance. It was also noted that the patient is not on latitude (remote monitoring). This device remains implanted and in service. No adverse patient effects were reported. No further data has been provided at this time. Additional information: a good faith effort was submitted to the field to obtain additional information. No further information or correspondence regarding this event was received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further information was received via technical services (ts) indicating that this device is depleting normally. The power consumption is within expectation based on programming and therapy delivery. A ts consultant recommended reprogramming changes to conserve battery consumption.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The estimated battery longevity shows 1.5 years remaining and is at 166% usage. Review of the pdf files by technical services indicates that the rv output is high, with 90% biventricular pacing, which would explain the observed high-power consumption of 166% compared to nominal programming. A copy of device memory was requested for further assessment of battery performance. It was also noted that the patient is not on latitude (remote monitoring). This device remains implanted and in service. No adverse patient effects were reported. No further data has been provided at this time. Additional information: a good faith effort was submitted to the field to obtain additional information. No further information or correspondence regarding this event was received. Update: further information was received via technical services (ts) indicating that this device is depleting normally. The power consumption is within expectation based on programming and therapy delivery. A ts consultant recommended reprogramming changes to conserve battery consumption.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. The estimated battery longevity shows 1.5 years remaining and is at 166% usage. Review of the pdf files by technical services indicates that the rv output is high, with 90% biventricular pacing, which would explain the observed high-power consumption of 166% compared to nominal programming. A copy of device memory was requested for further assessment of battery performance. It was also noted that the patient is not on latitude (remote monitoring). This device remains implanted and in service. No adverse patient effects were reported. No further data has been provided at this time.